Event description:
Procedure: hip replacement. According to the reporter: the pt's stitches broke post operatively. Had to re-close site of wound. There was no bleeding reported in excess of 250 cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).